Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the non-boston scientific right ventricular (rv) lead exhibited a high out of range shock impedance measurement, greater than 200 ohms. No noise was observed with isometrics; however, baseline noise was visble on the wireless electrocardiogram. Technical services (ts) suspected a lead integrity issue or a loose set screw. Ts recommended reprogramming options and performing a defibrillation threshold (dft) test. It was noted there were no history of shocks for this device. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.